Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the atrial lead exhibited noise. Noise was not able to be reproduced. Other electrical measurements were stable. No intervention or patient symptoms were reported.